Manufacturer narrative:
The product did not return; therefore no evaluation could be performed. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined. Added event problem codes. Added aware date. Additional information box checked. Added evaluation codes.

Event description:
The dentist reported the iunihg screw fractured in the implant within a week of placement. The fragment of screw remains in implant.